Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a patient board malfunction was the cause of the absence of a video image. However, the specific reason for the patient board's failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.